Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an insect inside the tubing of a homechoice automated pd set with cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a black, round particulate matter appears to be outside the fluid pathway. The reported condition was verified. The cause of the condition was due to burnt plastic material broken off during the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.